Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the doctor was using a 6f precision sheath to gain right common femoral arterial access. The physician was not using an ultrasound. He used the precision needle to gain access, and after he visualized blood return, he then inserted the precision nitinol wire. Resistance was encountered and he tried to push through to advance the wire, however, he was unsuccessful. He then removed the wire and needle, and the wire was bent, however it was intact. The physician then attempted access again, with the same needle and wire. He still met resistance on inserting the wire. When he pulled the wire back, the wire became stuck on the bevel of the needle. He pulled harder on the wire and the wire became unraveled on the distal end. The bent portion of the wire was stuck on the bevel. The wire was removed in its entirety, however, the distal end was completely unwrapped. There was no piece of wire left behind or broken. A merit micro kit was opened for the wire to complete gaining access. The remainder of procedure was a success. There was no patient injury due to the unraveled wire, and the patient was reported to be in stable condition.